Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -8.5/2.5/095(sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to glare/haloes. Reportedly, "the patient refused reimplantation of the icl." The problem was resolved. The cause of the event was reported as unknown.